Event description:
Attorney's report of patient's alleged abscess, infection, pain, sepsis, fistula, renal failure, mesh explant, ring break and hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.